Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery (lad). A 12mm x 4.00mm nc quantum apex¿ balloon catheter was advanced for dilatation, however, during inflation at nominal pressure, the balloon ruptured. The device was then completely removed from the patient and the procedure was completed with another 12mmx 4.00mm nc quantum apex¿ balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).